Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a set change. The customer stated that she removed the reservoir several times and refilled the reservoir, clearing the alarm after changing the infusion set. The customer's most recent blood glucose was 115 mg/dl. She stated that she received 3 no delivery alarms since the last week. She was advised to disconnect at the quick release and assisted with performing a 5.0 unit fixed prime. She stated that insulin did exit. No bent infusion set cannula was found. She was advised that the insertion site may have been occluded. She was advised to change the entire infusion set and return the set for analysis. She was advised to call back if the no delivery alarm recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.